Manufacturer narrative:
It was reported that "the motor is not working stated when the motor is plugged in it's dead. Caller stated the motor is faulty right out of the box. Customer did not elaborate if a particular function on the bed is not working. Requesting replacement motor, no shipping box damage indicated. The customer was able to confirm that the bed is plugged in to a working outlet and states that none of the functions are working. They are not hearing any noise coming from the motor systems. The customer will need a replacement motor system and hand pendant as we cannot isolate the issue further without replacing these parts first." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the motor is not working stated when the motor is plugged in it's dead. Caller stated the motor is faulty right out of the box. Customer did not elaborate if a particular function on the bed is not working. Requesting replacement motor, no shipping box damage indicated".